Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 days post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a valve of the same size and model due to paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to moderate paravalvular leak (pvl) along with mod erate to severe regurgitation. The patient exhibited difficulty breathing that was resolved after replacement valve was implanted. If information is provided in the future, a supplemental report will be issued.